Manufacturer narrative:
The reported event was duplicated during device evaluation. Upon visual inspection, the device was found to have corroded bearings, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing at the user facility the core impaction drill was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.